Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: from the start of the case, the generator recognized the device; however, staff could not adjust the generator settings. A second device from an unknown lot number was tried without resolution. There was no damage to the lcd screen reported. Investigation conclusion: the reported issue was not confirmed. Both returned devices and the complaint lab generator functioned as intended and the generator settings were easily adjusted with no failures. However, a separate failure was found with the second returned device. The electrode glass insulation is flaking and peeled, although the cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the electrode glass insulation on the plasmablade device was flaking and peeled, although the cause cannot be determined. Failure found during analysis; therefore, patient information is not applicable.